Event description:
Pt developed multiple chemical sensitivities and the yeast syndrome, as well as being very unwell and low energy levels. Mental functions were very symptomatic of mercury poisoning toxicity, due to silver mercury amalgam dental fillings. Had fillings removed by hugin protocol and much of the illness resolved or improved significantly; however some residual damage and health problems related to chemical sensitivity continue at a lesser degree; the yeast syndrome has not returned since removal of amalgam.